Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7353556. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that before use of the bd¿ sterile insulin syringe there was foreign matter on the tip of the needle. The product was not used. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that foreign matter on the needle tip during preparation of injection defected product didn¿t used

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ sterile insulin syringe there was foreign matter on the tip of the needle. The product was not used. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that foreign matter on the needle tip during preparation of injection defected product didn¿t used.